Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. Customer states that every morning he is running like 300s mg/dl for the last three mornings. The customer does not wish to troubleshoot at this time, he knows what is going on. Customer states that he was at 55 mg/dl a couple nights ago. Customer states that he can be at low 30s mg/dl and still be able to functions. Customer states that lows are his problem. Customer does not wish to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.